Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached above 400 mg/dl. The pod's adhesive was not sticking well and leaking from the infusion site (arm), causing the cannula to dislodged while wearing the pod longer than 48 hours. Symptoms reported include hyperglycemia, dehydration and unable to keep food down. The patient was treated with an intravenous fluids and insulin. The patient was released the following day. The pod was removed at the hospital.